Manufacturer narrative:
The results of the eval performed suggest that the device was subjected to misuse.

Event description:
The tip of the extractor broke during surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.